Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The complaint was not confirmed. No device malfunction or use error was identified.

Event description:
On an unreported date, the patient began treatment with dianeal pd4 for renal failure via continuous ambulatory peritoneal dialysis (capd). Pd therapy continued unchanged. On (B)(6) 2012, the patient experienced peritonitis and was hospitalized. The cause of the peritonitis was not reported. On (B)(6) 2012, the patient began remedial treatment with an unspecified antibiotic. On (B)(6) 2012, antibiotic therapy was stopped and the patient was discharged from the hospital. The patient recovered from this peritonitis event on (B)(6) 2012.